Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, power cycling, performing fast testing, and functional stress testing without duplicating the report. An internal inspection resulted in no findings. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.